Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/22/2017 with the following findings: during investigation, the pump was powered on and the display was not found to be blank. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The display flex cable was observed to be fully inserted into the display flex connector and appropriately latched. The original complaint of a blank display issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.